Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the pump is priming insulin out during load step. After changing the cartridge during the load step the pump primed all 200 units of insulin. It was confirmed that the pt was disconnected at time of prime. The patient has discontinued use of pump and is on backup plan. There are no reported adverse events or blood glucose excursions related to this issue. This is being reported based on the allegation that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction # 2531779-03/24/2010/003-r.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing verified loss of prime force zero and no cartridge detected alarms in the black box. Attempted to rewind and load; a no cartridge detected alarm was emitted. Unable to exercise the pump for 24 hours due to alarm. Force sensor calibration was not in specification (low). Removed the lens display and noted the force sensor flex were in position. Removed pump from case and then removed force sensor. Contamination was noted on the force sensor. Force sensor resistance reading was out of specification. Inspected the printed circuit board and corrosion was noted components. Review of the black box showed multiple losses of prime and no cartridge detected alarms.